Event description:
As reported, the patient was implanted with ventrio mesh during a laparoscopic inguinal hernia repair about 15 years ago. It was reported that the mesh became infected due to peritonitis and was removed in may of this year.

Manufacturer narrative:
As reported, about 15 years post implant of ventrio mesh, the mesh became infected due to peritonitis and was removed. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the peritonitis and infection that developed 15 years post implant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of the surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions for use, supplied with the device. The warnings section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note, the date of implant (B)(6) 2009), date of explant and event (B)(6) 2024) are considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.